Manufacturer narrative:
Submit date: 01/25/2016. An investigation is currently under way; upon completion the results will be forwarded. Uf/importer report number: (B)(4).

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports the patient underwent a right iij permcath exchange in the hospitals same-day surgery on (B)(6) 2015 for documented breakdown (mechanical) of the vascular dialysis catheter after having the catheter implanted on (B)(6) 2015. The surgeons documentation revealed the patient had the permcath replaced one week ago ((B)(6) 2015) secondary to thrombosis and was told at his dialysis facility that the permcath was not functioning and needed to be replaced. No further documentation for the malfunctioning is available. The device implanted on (B)(6) 2015 was a covidien palindrome h heparin coated catheter 14.5 fr/ch (4.8mm) x 19 cm a-1.6 ml. No complications were reported on (B)(6) 2015. On (B)(6) 2015 the patient had the malfunctioning permcath exchanged without complications reported during the procedure.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue for the involved lot. All dhrs are reviewed for accuracy prior to product release. A palindrome catheter was received inside a generic plastic bag. The catheter presented signs of use (remains of blood) and it was received cut approximately 2 cm below the hub. This cut looks clean and based on details reported; the clinician performed this cut at the time that the catheter was removed. Visual inspection was performed on all components. The adapters, clamps, extensions, shaft, tip and hub did not present any defect. Additionally, functional testing (underwater test) was performed in order to check for leaks. A guide wire was passed through both lumens of the catheter in order to check for an occlusion. Following these tests; no visible or functional defects were found related to a catheter malfunction reported. The device functioned as intended for a period of approximately 1 week. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that the product was manufactured according to specifications and functioned as intended for the reported amount of time, and a cause could not be related to manufacturing activities. With the available information, it is not possible to determine a potential root cause for the malfunction reported, since the failure mode is unknown, no visible and/or functional defects were identified related to the product malfunction. The customer could not provide any additional information or any details on a malfunction of the device. If the customer provides additional information related to the failure mode or product malfunction, this complaint will be reopened. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.